Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg; implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture. The lead was explanted and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.